Event description:
It was reported that during a hand assisted low anterior resection procedure, the trocar was leaking. They continued to use it to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes, hissing. If so, did the "noise" prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Normal drop, did not affect visibility. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? If so, what device? No. Was any torque being applied to the trocar or device? No.